Event description:
It has been reported to philips that the system couldn't start up. The system use at the time of event was not in clinical use. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Analysis of the system log files showed a malfunction of the lateral image processing pc (ippc). Rse instructed the customer to turn on or off the system. Even after restarting three to four times, the problem exists. Later, in another work order, the philips field service engineer inspected the system and reconnected the power supply of the lateral ippc. After reconnecting the power supply, the system was returned to good working condition. The codes were updated based on the investigation outcome.